Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (type of investigation).

Event description:
It was reported that cs100 intra aortic balloon pump (iabp) had a helium leak issue. No patient harm reported.

Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) had a helium leak issue. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cs300 intra aortic balloon pump (iabp) had a helium leak issue. No patient harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 corrected fields: b5, b6, b7 ,d10, h6 (health effect impact code) cs100 upgraded to cs300 cs300 intra aortic balloon pump, english, 110v catalog #: 0998 00 3023 53 UDI #: (B)(4). 510k: k063525 a getinge field service engineer was dispatched to evaluate the unit. The reported that the system was missing a helium tank and a washer. However this was a non issue because the biomed supplied the spare tank and washer. The fse installed the new helium tank observed no audible sounds of helium leak upon new tank installation. System pressurized and helium tank closed to test for leakage. System lost no helium over half hour test. Unit shows no unexpected loss of helium during pumping. Unit passes all internal leakage tests. Product passed all functional and safety tests per manufacturer specifications.